Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned lag screw driver shaft confirms a piece of the tip is broken off. The broken piece was not returned with the device. Also the lag screw driver portion of the device was returned as well. The device exhibits signs of significant wear and usage. This device was manufactured in 2009. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that threads of driver shaft broke off inside lag screw. Event did not happen inside patient, happened when scrub tech was tightening the lag screw onto driver. Case was finished with back up device and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.